Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries.